Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A visual analysis was performed and fluid damage was noted in the electrical connector. The reported issue was confirmed. Fluid invasion caused corrosion/buildup in the electrical connector which contributed to a short in the imaging circuit leading to the reported image issue. Fluid entered the connector as a result of improper handling of the scope. Based on a thorough review of the reported complaint, the most probable cause for this complaint is unintended use error caused or contributed to event. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center screen went in and out. Reportedly, the images were intermittent all throughout the procedure. The patient's anatomy was not visible on the center image when these issues occurred. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.